Manufacturer narrative:
3 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient reported four infusion set patch did not stick to skin upon insertion experienced that patch not sticking issue event on 24 apr 2026.